Manufacturer narrative:
Correction to h4 which was inadvertently added (the manufacturing date is unknown) and d10 which was left out of the previous report. This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information regarding reprocessing steps by the user and information on the patients, but no response was received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that several patients had burning with urination after the forceps/irrigation plug (and scope) were used in cysto procedures. The customer reported using aldahol to clean their scopes. The customer performed extensive cleaning and reported seeing pink fluid come out of the scope. There were no reports of patient infection or injury. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation and the patient culture tests are still pending. The investigation is ongoing, a supplemental report will be submitted if any additional information is provided by the user facility.